Event description:
It was reported that the instrument stopped sealing during a da vinci total benign hysterectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Isi has made multiple attempts to contact the customer in order to obtain additional information. No further information was obtained. The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis found that the instrument passed electrical continuity testing. The instrument was placed on an in-house si system and the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No damage was found in the garage track. The functional cautery and seal test was performed with the vessel sealer. The grips were offset. The force of the grips measured within normal range.